Event description:
It was reported that the ilet bionic pancreas generated an occlusion alert indicating pressure in the fluid path, potentially within the infusion set or tubing, while the user was using an inset 6 mm 23 in infusion set. Symptoms included no reported change in blood glucose. Outcomes included resolution of the alert after the user changed the infusion set and supplies. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that replacing the infusion set resolved the occlusion alert and the device functioned as expected after the supply change. It was concluded that the event was consistent with an infusion set occlusion that was addressed through standard user maintenance and did not result in adverse clinical impact.